Event description:
Healthcare worker experienced whitening of the skin of all five fingers on her right hand with some "slight burning" after removing the used vaporizer plate to install their new vaporizer plate without wearing gloves. The worker's symptoms resolved after she rinsed her hand off in running water and said there was residual "very slight roughness" of her skin noted afterward. The worker did not seek medical attention and has not had any further problems. The worker confirmed that their sterrad 1005 had since been retrofitted with the new vaporizer plate and they are not experiencing any problems with the unit.

Manufacturer narrative:
H3, h6: as a result of asp's on-going post-marketing surveillance related to the sterrad 100s sterilization system, asp has developed a new and robust vaporizer plate in response to reports involving minor hydrogen peroxide.